Manufacturer narrative:
A medwatch supplemental report is being submitted due to a retrospective review of egs complaints [(B)(4)] by merit medical's systems inc, [(B)(4)] pms team for any identified complaint discrepancies requiring corrections/additional information per 21 cfr 803. Merit medical systems inc. (B)(6). Corrections to egs medwatch report: b.3 - updated approx date of event. B.7 history updated to include hiatal hernia gerd d6a - implant date added updated g code to 788 updated b code to include 4117 replaced c code to include 3221 updated d code to include 67 h.8 updated to reflect [x] initial use.

Event description:
Prior to the tif procedure the patient was noted to have had a consistent hiccup for one year preceding the tif procedure. Additionally, the patient was noted to have grade c esophagitis which is a contraindication for the tif procedure. The patient underwent a ctif procedure (consisting of a hiatal hernia repair (hhr) procedure conducted laparoscopically, followed by a transoral incisionless fundoplication (tif) procedure). Following the ctif procedure, the patient was experiencing pain and was kept for observation. Despite the continued pain, the patient was discharged from the hospital after five days following the hhr and tif procedures. The patient continued to experience the same pain noted immediately post ctif, visited, and was admitted to a second medical facility (admission date unknown). Additionally, at the second medical facility, the patient was retching and the hiccups persisted. The patient underwent a CT scan on an unknown date and was diagnosed with an abscess.

Manufacturer narrative:
The physician is not alleging the esophyx device malfunctioned thus contributing to or causing the reported abscess and the device has not been returned to endogastric solutions (egs) for evaluation. The esophyx device was discarded at the original medical facility by the hospital staff. The physician believes a displaced fastener and bacterial translocation from seating the mesh may have caused or contributed to the abscess. Based on the available information received by egs, the cause of the reported incident could not be conclusively determined. It cannot be conclusively determined if the hhr procedure, tif procedure, use of bougies, or a combination of events contributed to or caused this adverse event. A follow up report will be submitted if additinoal information is received.

Manufacturer narrative:
This medwatch supplemental report is being submitted for more robust device coding and use of annex a as requested by the FDA. Merit medical systems inc. 1600 west merit parkway, south jordan, ut 84095, 801-253-1600. Corrections to this medwatch report: updated f codes to include:4652. Updated a codes to include 2923, 2886, 4001, and 1120.